Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to a maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device did not work once plugged into the battery. During in-house engineering evaluation, it was determined that the device did not run, failed oscillation/forward/reverse mode function, oscillation angle, switching function forward and reverse, unknown substance found inside the unit, failed sticky speed trigger and unknown liquid found on top of the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. He exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.